Event description:
Healthcare professional reported right side "rupture and encapsulation grade iii on the right breast". Healthcare professional additionally reported ¿free liquid in the abdominal cavity¿ is not related to the device . The device was explanted.

Manufacturer narrative:
(Phone number): (b(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported right side "rupture and encapsulation grade iii on the right breast". The following event code is not related to the device ¿free liquid in the abdominal cavity¿. The device was explanted..

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: no observed openings on the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Other-medical-ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.